Manufacturer narrative:
Medical records were received and related information is included in this report. The device has not been returned for physical evaluation and a plant investigation is in progress. A supplemental report will be submitted upon completion of the plant investigation. Clinical evaluation: it is unlikely that the liberty cycler caused or contributed to the event of peritonitis, as the patient had a lesion on his arm with the same organism prior to the diagnosis. The peritonitis is most likely due to touch contamination, and is a known complication of peritoneal dialysis.

Event description:
A nurse from the patient's peritoneal dialysis (pd) clinic reported that the patient was hospitalized from (B)(6) 2014 with peritonitis. There were no reported fluids during treatment prior to the infection. He had gone to the emergency room with abdominal pain and a feeling of fullness within his abdomen on (B)(6) 2014, and was hospitalized for acute peritonitis. He was started on intravenous (IV) and intraperitoneal (ip) vancomycin, as well as ip fortaz. The fortaz was then switched to anfec ip per culture results, and the vancomycin was continued. Recovery was quite slow, so rifampin ip was added prior to discharge from the hospital, in case the pd catheter was infected. The patient was released on (B)(6) 2014 and is ok now. The pd clinic manager and registered nurse (rn) confirmed there were no fluid leaks during treatment prior to the infection; the patient has a lesion on his arm diagnosed as a staph infection with the same bacterium as the peritonitis. The lesion was dry and flaky and she thinks skin sloughed off and contaminated the peritoneum. The patient is still using the same cycler, with no reported issues. Discharge medications: 2.5% dextrose pd solution w/one exchange of 4.25/daily, rifampin 300 mg 2 capsules daily x1-2 weeks, ancef 500 mg ip x1 week, vancomycin 2 grams IV every 4 days x2 doses, lactobacillus, phoslo, protonix, nephrocaps, ferrous sulfate, potassium, simvastatin, calcitriol, advair diskus, albuterol inhaler, and midodrine.